Event description:
New information noted the right ventricular (rv) lead was explanted, and new rv lead was implanted. Patient's condition was stable before and after the procedure.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the lead was over-sensing noise. No changes or intervention was reported. The patient was in stable condition.